Event description:
A remstar pro c-flex+ device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the device evaluation, the service technician noted foam particles inside the blower kit. Additionally, the service technician also noted hair fail contamination. The device was scrapped by the service center after the evaluation was completed.